Event description:
Physician reports that of 125 cystic fibrosis pts treated for hemoptysis using embozene microspheres, approx 60 % experienced pain and 30% displayed microembolization / desaturation. No individual pt info available. All pts recovered completely, except for one pt who continues to have minor breathing difficulties.

Manufacturer narrative:
Embozene color-advanced microspheres come in 10 calibrated size specifications for different uses based on indications and anatomy. Through add'l interviews with the physician, it was determined that the dr used bead-sizes too small for this particular indication (250 micron). The physician has subsequently moved to 400 micron sized beads, and reports adverse effects have been eliminated.